Event description:
Customer reported when she took the cartridge out of the spirit combo insulin pump, she can see and smell insulin inside of the pump. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.